Event description:
It was reported that during preparations for a farapulse procedure to treat atrial fibrillation, the flush port of a farawave catheter was found to be damaged resulting in fluid leaking from the flush port. No air was observed in the sheath or patient. The catheter was replaced with a similar device, the new flush port worked appropriately, and the procedure was completed. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found no abnormalities. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The device passed all tests performed, showing no evidence of the reported allegations.

Event description:
It was reported that during preparations for a farapulse procedure to treat atrial fibrillation, the flush port of a farawave catheter was found to be damaged resulting in fluid leaking from the flush port. No air was observed in the sheath or patient. The catheter was replaced with a similar device, the new flush port worked appropriately, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.